Event description:
The pt was implanted with a left ventricular assist device. Approximately 14 months post-implant, the pt reported receiving alarms. A vad nurse attempted the pt to check out the equipment. Manipulation of the black system controller power lead resulted in the pump stopping and an alarm indicating there was no power. The system controller was exchanged to the backup system controller and the pt was issued a new system controller in its place.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.